Manufacturer narrative:
The insulin pump was unable to perform displacement test due to broken off reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked lcd window and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that the screen and lip of the reservoir were cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.